Event description:
This is being filed as surgical intervention was performed due to the severe mitral regurgitation caused by a tear in the leaflet that occurred while trying to free the clip (10279435/14) from the chordae. Subsequently, the patient expired. It was reported that during a mitraclip procedure, the first grasping attempt of the clip (10279435/14) to the mitral valve leaflets was too lateral and it was decided to invert the clip and retract it back to the left atrium to reposition more centrally. During retraction, resistance was met due to possible entanglement in the anterior leaflet chordae. After several minutes of using various maneuvers and with increase force, the clip was freed. An additional lateral jet was observed. It was reported that although the position of the lateral grasp was still safely in the a2p2 segment, the grasping may have contributed to the chordal entanglement. The clip was repositioned and a good grasp of the leaflets was achieved. The clip was implanted in the central segment; however, the functional mitral regurgitation (mr) remained approximately at the preprocedure grade 3. Another clip was attempted to be placed in the lateral segment hoping to reduce the "additional" jet. After several grasping attempts a sufficient reduction of the mr was not achieved. The device was removed from the anatomy. The mr grade remained at the preprocedural grade 3. The patient was converted to open heart surgery.

Manufacturer narrative:
(B)(4) the clip was returned for analysis; however, the remainder of the clip delivery system (cds) was not returned. The clip was returned fully closed with tissue caught in the clip arms, indicating that the clip had been used in procedure and was consistent with the reported information that the clip was deployed. The clip was reported to have been entangled in the anterior leaflet chordae; while the clip was able to be successfully removed, the difficult to remove (chordae interaction) was based on operational circumstances and cannot be replicated in a testing environment. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult removal incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Per the physician, it is possible that the grasping attempt (while the clip was positioned too laterally) may have contributed to the chordae entanglement. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the cds, appears to be related to procedural conditions (position of the clip during grasping attempts) and not a product quality deficiency. It was further reported that during the mitral valve surgery, the physician noted that a slit-like tear was observed on the lateral portion of the anterior leaflet, which was most likely attributed to the difficulty in retracting the clip back into the left atrium. Following the mitral valve surgery, the patient expired. Per the physician the cause of death was due to cardiac decompensation of an already very weak left ventricle due to the stress of surgical intervention. The patient effects of death and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the damage to the anterior leaflet was a result of procedural interactions. In this case, the patient had expired post procedure due to cardiac failure due to the stress of the surgical intervention. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event description continued: the mitral valve was replaced. During surgery, a slit like tear in the lateral part of the anterior leaflet (aml) was found and was the source of the residual mr. No chordal damage was seen. The tear was thought to be the reason it was difficult to grasp the leaflets with the second clip. The tear was attributed to the difficulty retracting the first clip back into the left atrium and was not caused by the second clip. On (B)(6) 2014, the patient expired due to cardiac failure. Per the physician, the cause of death was cardial decompensation of an already very weak left ventricle due to the stress of the surgical intervention. In addition, the patient was never fit for surgery which was the reason the patient underwent the mitraclip procedure. The surgical intervention became necessary because of the severe mr which was caused by the tear in the aml that occurred while trying to free the clip of chordal entanglement. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter. The explanted clip is expected to be returned and has not yet been received. A follow-up report will be submitted with all additional relevant information.